Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was replaced to address the issue.

Manufacturer narrative:
A case of eol was reported to abbott. The physician asked why the patient's ipg reached eol too soon. It was explained that the patient is running 4 high amplitudes for all 4 drg leads. Physician and patient were understanding of the explanation. The explanted product will not return due to facility policy. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.